Event description:
(B)(6) 2011, the pt underwent an anterior colporrhaphy with placement of a biodesign surgisis posterior pelvic floor graft, vaginal vault suspension via sacrospinous ligament fixation with a boston scientific obtryx halo system, and a cystoscopy for the treatment of her stress urinary incontinence, third degree cystocele, and second degree vaginal vault suspension. This surgery was performed by dr (B)(6) at (B)(6) hosp. The pt had an unremarkable postoperative course and was discharged to home on (B)(6) 2011. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status. The pt was seen by dr (B)(6) with a chief complaint of urinary tract infection and mild pain with intercourse. The pt reported resuming sexual intercourse approx 3 weeks ago. She was experiencing pain with initial penetrations and mild vaginal dryness. She reported still having occasional constipation, intermittent use of stool softener, and occasionally having to strain with bowel movements. Physical examination revealed the vaginal cuff was intact and with valsalva a first degree cystocele was noted. Minimal tenderness was present with palpitation to the anterior vaginal wall. Overall impression was that the pt was healing well and meeting postoperative milestones. The pt was advised to avoid heavy lifting and to maintain regular use of stool softeners in order to preserve the integrity of the repair. Reassurance was provided in regards to the mild dyspareunia associated with vaginal dryness. On (B)(6) 2012, the pt was seen by dr (B)(6) for f/u. The pt had complaints of pain relating to recent bladder surgery, but surgeon reported pt was healing well. She also indicated she was having increased pain with intercourse. The pt requested pain medication and dr (B)(6) discussed with her concerns regarding her history of vising multiple facilities and multiple pharmacies filling many scripts for narcotics. Dr (B)(6) made an addendum to the dictated noted on (B)(6) 2011, indicating the pt had been acquiring large amounts of narcotics for the pain and he doubted this was all related to kidney stones. On (B)(6) 2012, dr (B)(6) made an addendum to this note indicating the pt had been confronted about her narcotic usage and he felt that is why she was requesting a transfer of care. On (B)(6) 2012, the pt was seen by (B)(6) in f/u to her vaginal and abdominal pain. In relation to the pt's pain, dr (B)(6) physical exam of the pt was negative and the pt tolerated the pelvic exam with no discomfort. The pt expressed concern over a mesh recall. Dr (B)(6) informed the pt that the mesh used was an organic mesh and was not the same as those recalled. The pt was prescribed medication for bacterial vaginosis and advised to f/u with urogynecology. In regards to the dyspareunia, dr (B)(6) felt the pt was likely perimenopausal and recommended the use of lubrication. On (B)(6) 2012, the pt was seen in primary care by dr (B)(6) for a check-up, medication refills, and lab results. She had complaints of right upper quadrant pain, headache, and dyspareunia. An abdominal ultrasound was ordered and on (B)(6) 2012, dr (B)(6) made in addendum to the note indicating the pt had cholelithiasis with a gallbladder filled with stones, hepatic steatosis, and calcified granulomas within the spleen. In the midst of the above noted appointments, the pt had multiple ER visits prior to and after the (B)(6) 2011 surgery which included the dates of (B)(6) 2011, (B)(6) 2012. The pt's chief complaint with these appointments was mainly abdominal/flank pain and urinary tract infection symptoms. On (B)(6) 2012, the pt presented to the ER with gallbladder symptoms. She was discharged to home and encouraged to keep her upcoming surgical consultation appointment for gallbladder removal.

Manufacturer narrative:
No testing methods performed as product not returned to cbi. Root cause inconclusive; product appears to have performed as intended. Investigation eval: investigation into this claim has included a review of the claim allegation, review of the cbi complaint system, a review of the device history records which indicated the product was mfg to specifications, a review of the biodesign surgisis posterior pelvic floor graft IFU fp0040-01d, 5, all other communication and investigation into this report/claim is being handled by our attorney. Summary of investigation findings: based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis posterior pelvic floor graft's performance and the alleged injury remains unk. It appears the device performed as intended. After reviewing the details received, it does not appear that the biodesign surgisis posterior pelvic floor graft caused or contributed to any life threatening illness or injury, permanent impairment or damage, not did the pt require medical or surgical intervention to preclude serious injury or death as a result of the graft being placed. The pt did not experience any symptoms as a result of the biodesign surgisis posterior pelvic floor graft being placed that should they recur would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention to preclude serious injury or death. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, a f/u MDR will be filed.